Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. Factors that may contribute to failure to seal the perforation may include, but not limited to, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. The investigation was unable to determine a conclusive cause for the reported failure to seal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending (lad) artery. During use of an unspecified device, a perforation occurred. The 3.5 x 19 mm graftmaster stent was deployed; however, the perforation was not sealed. A second graftmaster stent, a 3.5 x 16 mm, was then deployed, overlapping the 3.5 x 19 mm graftmaster, sealing the perforation. No additional information was provided.